Manufacturer narrative:
(B)(4). (B)(4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in the event. See also medwatches 2210968-2009-01008, 2210968-2009-01009 and 2210968-2009-01010. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure on an unk date. During the procedure, the device worked for a while then it did not work. No further event info was known. No adverse pt consequences were reported.